Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. C03094) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, depression and anxiety. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), abdominal distension ("bloating"), menstruation irregular ("irregular periods"), urticaria ("hives"), alopecia ("hair loss"), migraine ("migraines"), cystitis interstitial ("interstitial cystitis"), depression ("depression,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), mood swings ("severe mood swing"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), headache ("headaches"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea"), fibromyalgia ("fibromyalgia"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue,"), weight increased ("weight gain"), diarrhoea ("diarrhea"), anger ("anger problems") and vomiting ("vomiting"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal distension, menstruation irregular, migraine, cystitis interstitial, depression, vaginal haemorrhage, menorrhagia, female sexual dysfunction, headache, bladder disorder, urinary tract disorder, nausea, fibromyalgia, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased and anger outcome was unknown and the abdominal pain lower, urticaria, alopecia, mood swings, diarrhoea and vomiting had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anger, bladder disorder, cystitis interstitial, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, headache, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, urticaria, vaginal haemorrhage, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018:pfs+mr received: new events: mood swings, anger, depression, vaginal haemorrhage, menorrhagia, female sexual dysfunction, headache, bladder disorder, urinary tract disorder, nausea, fibromyalgia, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, cystitis interstitial, diarrhea, vomiting were added and previously reported events urticaria, alopecia, abdominal pain lower, product start date and outcome updated. Reporter, patient demographic information, concomitant disease, product lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. C03094) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, depression and anxiety. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), abdominal distension ("bloating"), menstruation irregular ("irregular periods"), urticaria ("hives"), alopecia ("hair loss"), migraine ("migraines"), cystitis interstitial ("interstitial cystitis"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), mood swings ("severe mood swing"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea"), fibromyalgia ("fibromyalgia"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), diarrhoea ("diarrhea"), anger ("anger problems") and vomiting ("vomiting"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal distension, menstruation irregular, migraine, cystitis interstitial, depression, vaginal haemorrhage, menorrhagia, female sexual dysfunction, headache, bladder disorder, urinary tract disorder, nausea, fibromyalgia, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased and anger outcome was unknown and the abdominal pain lower, urticaria, alopecia, mood swings, diarrhoea and vomiting had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anger, bladder disorder, cystitis interstitial, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, headache, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, urticaria, vaginal haemorrhage, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), abdominal distension ("bloating"), menstruation irregular ("irregular periods"), urticaria ("hives"), alopecia ("hair loss") and migraine ("migraines"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, abdominal distension, menstruation irregular, urticaria, alopecia and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, menstruation irregular, migraine, pelvic pain and urticaria to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.